Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 290 mg/dl back to back with a result of 125 mg/dl as well as a reading of 267 mg/dl versus 122 mg/dl when testing was performed, a couple of minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 548899 with an expiration date of 03-31-2007.